Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 419388 implantable pacing lead, implanted: (B)(6) 2004; 5076-52 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately six weeks after ICD replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.